Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the patient sleeping on that side where the ipg was implanted and being a drummer may have contributed to the reported event. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced pain at the ipg pocket and ipg movement starting in (B)(6) 2024. An x-ray showed the ipg was slightly rotated, and a revision occurred on (B)(6) 2024. The pocket was opened, and the placement of the ipg appeared to be the original placement as the pocket capsule and original sutures were still intact and attached to the fascia. In the opinion of the physician, the patient seemed to have a low pain threshold and was a complainer as they thought the ipg was in a good spot and had healed excellently. It was noted that the patient sleeping on that side where the ipg was implanted and being a drummer may have contributed to the pain reported by the patient. A follow-up was scheduled for approximately (B)(6) 2024.

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced pain at the ipg pocket and ipg movement starting in (B)(6) 2024. An x-ray showed the ipg was slightly rotated, and a revision occurred on (B)(6) 2024. The pocket was opened, and the placement of the ipg appeared to be the original placement as the pocket capsule and original sutures were still intact and attached to the fascia. In the opinion of the physician, the patient seemed to have a low pain threshold and was a complainer as they thought the ipg was in a good spot and had healed excellently. It was noted that the patient sleeping on that side where the ipg was implanted and being a drummer may have contributed to the pain reported by the patient. As of (B)(6) 2024, the patient's pain had resolved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).